Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 55 mg/dl. The customer stated that he had been experiencing low blood glucose levels for the past month. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.